Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit but was unable to reproduce the reported issue. The fse was also not able to verify the alarms in the iabp¿s diagnostic error log and ran the unit for 30 minutes with no issues. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the end user that the cardiosave intra-aortic balloon pump (iabp) unit stopped during use and alarmed "system over temperature". The end user was able to restart the pump and resume therapy, however the fse directed the end user to locate another pump and transfer therapy to the new pump. The end user was able to locate another unit and transitioned the patient's therapy with minimal downtime. No patient harm, serious injury or adverse event was reported.